Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an 100% stenosed lesion in the left circumflex (lcx) artery with mild calcification and heavy tortuosity. After pre-dilatation with a 2x10mm unspecified balloon, the 2.5x23mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, post deployment a distal edge dissection was noted. Therefore, a 2.5x28mm xience xpedition stent was implanted to treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of vascular dissection is listed in the xience xpedition everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.